Manufacturer narrative:
The device was found to have no button error alarm. There was intermittent button response due to the moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states they tried to troubleshoot by removing and replacing the battery, but the error was still present. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.